Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) sulu opened by the account. Visual evaluation of the reload noted that it was partially fired and the anvil clamping mechanism was deformed. Functional evaluation noted that the reload fired as expected. Replication of the deformed anvil clamping mechanism may occur due to application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution, "preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size.¿ should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). MFR report: 1219930-2016-01317 sent for device attributed to patient injury.

Event description:
According to the reporter; during a lobectomy, the first fire of the stapler with the reload to lung parenchyma was successful. After that, the firing with the second reload stopped halfway. It could not be fired anymore. Tried to fire several times replacing reload, but the same event occurred 3 other times. The UDI number of the device is not available. The procedure was completed with another device. The surgical time was extended by less than 30 min. The most recent status of the patient reported no problems. Additional tissue resection was required due to the issue. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. Oozing bleeding occurred as a result of the issue.

Manufacturer narrative:
(B)(4).